Manufacturer narrative:
Ethnicity/race is not documented by this office. The device was not returned for analysis. The probable root cause of the event has not been identified. Should the device be returned, an investigation will be conducted, and a supplemental report will be submitted with the conclusion. Manufacturer internal reference number: comp-(B)(4).

Event description:
It was reported that the event involved a daybreak sleep appliance device used by a 27-year-old male patient. It was reported that the patient stated the following: "my upper retainer broke. The little blue attachment point for rubber bands snapped off." The appliance was delivered on (B)(6) 2026. It was reported that the patient reported the issue on (B)(6) 2026 and discontinued use of the device on (B)(6) 2026. No additional medical or surgical procedures were reported. The reporter's office location is in los angeles, california.